Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
The patient was revised due to the following complications: metallosis; hip pain; and soreness and loss consortium (right).